Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported 'no sound' which was reproduced during service by troubleshooting the device. Visual inspection found the cause was a rear case printed circuit board (pcb) flex disconnected from input/ output (I/o) printed circuit board. The rear case flex was reconnected to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no sound. There was no known patient injury or medical intervention associated with this event. No additional information is available.